Event description:
During the procedure, the distal tip pad detached from the device. The pad was removed from the patient during the procedure without incident.

Manufacturer narrative:
Pad was removed from patient without incident. Patient was not injured.